Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. (B)(6) 2023, it was reported that the pediatric patient experienced a skin reaction with redness, drainage, infection, a deep lump, ¿hot red¿, and inflamed, under entire patch area, which occurred an unknown number of days after the sensor had been inserted in the upper buttocks. The patient was brought to the hospital where they had surgery and an incision and drainage was performed. The patient was treated with unspecified antibiotics but is very likely these were oral or intravenous antibiotics. The patient recovered after surgery, and at the time of the report, the patient was stable. It is unknown how much time the patient spent at the hospital. Photos of the skin reaction in the complaint record were reviewed. The photo before surgery shows erythema that has extended beyond the sensor site, with some dry skin. Furthermore, there are 2 photos that show the open wound after surgery. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.